Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA 8/20/20. Additional information: e1, e2, e3.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: a surgicel 4¿ x 8¿ 1952, sample lot meb5371 was received and analyzed. A visual inspection of the package carton, labels and logos was performed against the approved artwork. The visual inspection and physical inspection of the packaging material determined that the packaging received is different than authentic surgicel packaging. The surgicel product inside the package was analyzed and compared to a surgicel representative sample. The construction and material composition of the product was found to be different from the representative sample. The analysis of the packaging and product concludes that both are confirmed counterfeit. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by the customer that the product was purchased from a grey market distributor and is being reported due to the potential that the product is counterfeit.